Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient presented with a right common iliac aneurysm and underwent treatment utilizing two gore® excluder® iliac branch endoprostheses (ibe) and a gore® excluder® aaa endoprosthesis (aaa). Initial imaging revealed a large aneurysm, approximately 4cm x 5cm, and the physician noted a large left accessory renal supplying the lower half of the left kidney approximately 56 milimeters above the aortic bifurcation. The physician elected to utilize the first ibe device and placed it above the aortic bifurcation but below the left accessory renal. The physician then placed an ibe extender device to exclude a right common iliac aneurysm, the ibe device extended into the right external iliac artery. On the contralateral side, the physician utilized the second ibe device, this was implanted without issue. The right hypogastric was then coiled with two cook nester coils (6mm x 14cm) and the procedure was completed. The patient tolerated the procedure. Final imaging confirmed exclusion of the right common iliac aneurysm and flow was observed on the left side and was confirmed by the physician. Approximately 5 hours post-op, the patient presented with acidosis and noted belly pain, mottling was observed over the lower pelvic area and thighs. At approximately 12 hours post-op, the patient went into acute renal failure and ultimately expired. The physician stated the patient's left hypogastric was confirmed to be open during final imaging and the suspected cause of death is mesenteric ischemia. Further information has been requested but has not been made available at this time.